Event description:
Procedure: thoracic. According to the reporter: the jaws were not closing properly. The jaws would not hold the needle or toggle the needle to other side. The surgical staff opened a new endostitch handle. There was no extension in operating room time and no pt injury.

Manufacturer narrative:
(B)(4).